Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device experienced a loss of connection with the transmitter. During the call, the connections were restored and the devices were displaying readings. The patient and patient's mother will check for signal interference sources that could be causing the disruption. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.